Manufacturer narrative:
Medtronic received the following information from a journal (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and non mdt stent grafts were implanted in patient in the endovascular treatment of chronic type iiib aortic dissections. The following malfunctions were reported; type ia endoleak, false lumen perfusion the following adverse events were reported; infection, re-intervention, aortic expansion , thrombosis patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to these deaths.